Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic hemostatic treatment procedure performed on (B)(6) 2024. During the procedure, the last three bands could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a video of the complaint device outside the patient was provided by the customer and showed the bands were attached to the ligator head and the suture was detached from the ligator had teeth.